Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device had a delayed keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of keypad inoperable was verified as a delayed keypad. The cause of the condition was determined to be a failing processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad inoperable during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.